Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation of the device revealed back-up operation. A software download was unsuccessful. It was noted that the patient would be scheduled for device replacement.